Manufacturer narrative:
(B)(4): incorrect preparation. Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon ruptures from this lot. The reported patient effect of occlusion, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effects that may be associated with coronary stenting. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. It should be noted that the preparations section of the IFU states: prepare an inflation device/syringe with diluted contrast medium. Attach an inflation device/syringe to the stopcock; attach it to the inflation port of the product. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device/syringe of all air. Repeat steps until all air is expelled. Based on the reviewed information, no product deficiency was identified.

Event description:
The 3.0x15mm xience xpedition stent delivery system (sds) was advanced to the circumflex (cx) coronary artery, mildly calcified lesion, without resistance, and air aspiration was performed. During initial inflation attempt, the balloon ruptured at 14 atmospheres. The sds was removed without resistance and the stent remained at the lesion site. No blood flow was noted at the lesion site. The deployed stent was post-dilatated with a non-abbott balloon and the blood flow was restored. There was no reported clinically significant procedural delay and no reported adverse patient sequela. There was no additional information provided.